Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited increased thresholds and diaphragmatic stimulation. It was determined that the lead had dislodged. The patient underwent a revision procedure and the lead was successfully repositioned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.